Event description:
The user facility reported a 55 year-old male with a high risk of percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient developed an infection at the access site due to improper cleansing of the insertion site. The patient started antibiotics and the infection improved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: the infusion filter prevents bacterial contamination and air from entering the purge lumen.

Manufacturer narrative:
The investigation into the infection/sepsis issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information and the relevant evidence were not provided, the root cause of the infection/sepsis could not be determined. Section: table 3.2 impella catheter components: "the infusion filter prevents bacterial contamination and air from entering the purge lumen." Section: warnings and cautions: warnings: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."